Manufacturer narrative:
(B)(4). (B)(4). The analysis results found that the device arrived in good visual condition, without staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that if the indicator is not fully within the green range of the gap setting scale or if the firing handle is not firmly squeezed using steady pressure until the firing handle is fully parallel to the instrument handle, staples could be deployed without completely forming and without cutting the washer. For more information, please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
The account stated that a patient was being monitored for roycutane treatment. On (B)(6) 2010, a positive architect total b-hcg result of 926 miu/ml was reported. The physician questioned the result as the patient was not pregnant. The sample was retrieved and was rerun on (B)(6) 2010, and a negative result was obtained. A new sample was obtained on (B)(6) 2010, and it was also negative for total b-hcg. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, there was no feedback in grasping the firing trigger. When the doctor checked the staple formation with a monitor, it was found that the malformed staples were deployed around the anastomosis site. The distances between bowels were wider than usual. Another device was used to complete the procedure. There were no adverse consequences for the patient.